Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect na, k, cl for gen.2 results for three patient samples randomly over a three-week period beginning (B)(6) 2018. Of the data provided, only the potassium and chloride results for one patient sample were discrepant. The initial potassium result was 5.35 mmol/l and the repeat result was 4.12 mmol/l. The initial chloride result was 72.8 mmol/l and the repeat result was 104 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the sipper tubing was pushed too far onto the sipper probe causing the probe to not descend far enough into the sample and found an issue with the sodium electrode. He replaced the sipper tubing, pinch tubing, and sodium electrode. He cleaned the pinch valve assembly, ise cartridge bath, and internal standard bath. He primed the reagents, performed an ise check, and ran precision testing which was acceptable. The customer calibrated, ran controls, and verified results.